Manufacturer narrative:
H10 e1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working. The device was in clinical use when the issue occurred. There was no patient or user harm reported. It was reported that the staff was conducting routine self-test on the medical equipment and found issues with the suspected ventilator. During the self-test, the power cord was connected, and the display screen on the ventilator showed that the ventilator could not work. It was then noted that a 100b error code (post vent-inop: watchdog test failed) was observed and monitor test failure. After repeatedly restarting the ventilator, the malfunction persisted, and the device was no longer usable. The staff immediately reported the situation to the equipment department and notified the maintenance team for a repair.

Manufacturer narrative:
H10 it was also reported that the gas delivery system (gds) was replaced to resolve the issue. The device was returned to service. H11 a follow up was performed and it was found that there was no patient involvement when the issue occurred.